Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4.0 lbs due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The insulin pump will be returned for analysis.